Event description:
Spine360 was notified by company rep of issue occurring during surgical procedure. Details of the event were communicated by pa as the rep is not allowed to attend surgical procedure. (B)(6) indicated the trial broke off at the handle as the physician was using it to determine correct implant size to be utilized for procedure. Trial size selection was too small and forced into disc space. It broke during extraction of instrument and was removed from pt successfully.